Event description:
It was reported that there was a drop-off in the pt's responses to sound, beginning in 2002. Abnormal telemetry results were recorded by the clinician in 2002 and subsequent testing in 2002 indicate the possibility that the device is out of specification.